Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t2 of the ultra fast-fix could not be deployed, t1 was removed using clamps. The procedure was completed with non-significant delay, using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 and suture were returned on the needle. The t2 is behind the dimple and the actuator is fully extended, but not able to push the implant past the dimple. The variable depth straw was not returned. A functional evaluation was performed on the returned device and found that the implant cannot be deployed since it cannot be set past the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include a possible failure of the actuator push assembly or an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.